Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the provided imagery identified a liner tear located in the mid shaft of the device, with no tears observed at the distal end. Additionally, 3mensio imaging demonstrated the presence of tortuosity in the patient's left access vessel, as well as a region of vessel undersizing. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn liner was confirmed through imagery review. In this case, available information suggests patient factors (tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in liner damage. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities [tortuosity] and steep angles), these forces can further exacerbate damage to the sheath liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, resistance was encountered at the femoral and common iliac arteries while advancing the valve through the esheath. Excessive push force was applied to overcome the resistance. Upon rolling the balloon into the transcatheter heart valve (thv) in the descending aorta (dao), a bent strut was observed. The account elected not to implant the valve in the annulus and instead planned to retract the thv into the esheath for removal as a unit. While withdrawing the thv, resistance was again encountered at the common iliac and femoral arteries. A subsequent drop in pressure occurred, prompting vascular surgery which included intervention to control bleeding and repair the common iliac artery with a 10 x 10 mm covered stent along with a blood transfusion. Intervention to control bleeding and repair the common iliac artery with a 10 x 10 mm covered stent. Upon removal, the sheath exhibited a liner tear caused by the bent strut, and the vessel was rolled up within the sheath. The perceived root cause was excessive push force. All devices were discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.